Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient underwent a pacemaker change procedure on (B)(6) 2020 and later developed an infection. On (B)(6) 2021, the pacemaker system was explanted. A new pacemaker system was implanted on (B)(6) 2021. The patient remained in stable condition.